Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally laparoscopic distal gastrectomy, when the surgeon pressed the fire button, the cartridge did not work at all. The reload was changes to resolve the issue in order to complete the case. There was no patient injury.